Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It has been reported the pt has been experiencing difficulties initiating a communication between the ipg and both the pt programmer and the charging system. The pt is without stimulation. A replacement charging system did not resolve the issue. The pt is working closely with her physician to determine the next course of action. Surgical intervention maybe undertaken to address the issue.